Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm. This occurred on the homechoice (hc), while the hp was connected during dwell. There was nothing unusual noted with the supplies or the setup that would cause or contribute to the alarm. The power was cycled to clear the alarm and therapy was discontinued. The patient was advised to notify their nurse of the event and any missed therapy. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.